Event description:
It was reported to gore that on or about (B)(6) 2000, a patient underwent a procedure for the treatment of pelvic organ prolapse and urinary stress incontinence where a gore mesh device was allegedly used. The patient alleges to suffer chronic pain including dyspareunia and recurrent incontinence as an alleged result of device erosion, shrinking, hardening, scarring and multiple surgical procedures.

Event description:
This report is being submitted as follow up 1 to MFR. Report 2017233-2014-00176.

Manufacturer narrative:
A review of additional medical records received found that the patient underwent two separate procedures in which a ¿gore-tex tube graft" was used. At the time MFR. Report 2017233-2013-00535 was submitted, it was not known that the patient had more that one device implanted. MFR. Report 2017233-2013-00535 was previously submitted for device #1 which was implanted on (B)(6) 2000. This report is being submitted for the new information associated with device #2 which was implanted on (B)(6) 1995. Operative report dated (B)(6) 1995 indicates that the patient underwent ¿stamey bladder suspension and insertion of cysto-cath¿ for a diagnosis of ¿urinary stress incontinence¿. The procedure performed was described in the operative report dated (B)(6) 1995 as follows: ¿after multiple insertions of the needle on both sides adequate course and position of the needles was achieved and then the two ends of a #1 prolene suture with a gore-tex 1 cm tube graft within it were passed through both ends of the left cobb needle, and then the cobb needle was retracted, pulling both ends of the suture with it, leaving the gore-tex tube graft as a loop on the left side of the bladder neck.¿ ¿the same was done on the opposite side.¿ the operative report dated (B)(6) 1995 indicates that: ¿the patient tolerated the procedure well and left the o.r. In good condition.¿ it was reported per MFR. Report 2017233-2013-00535 that the patient underwent a stamey needle bladder neck suspension with cystocath insertion on (B)(6) 2000 and a ¿gore-tex tube graft¿ was used. There was no mention of the ¿gore-tex tube graft¿ that was placed five years earlier on (B)(6) 1995 in the operative report dated (B)(6) 2000. A lot number was not provided for the devices described as ¿gore-tex tube grafts¿ in the medical records dated (B)(6) 1995 and (B)(6) 2000. Therefore, a review of manufacturing records could not be performed on either device. There was no information to suggest that either of the devices described as ¿gore-tex tube graft¿ were explanted. Because it is not clear which device is associated with the reported issues, the date of event has been entered as the date the second device described as ¿gore-tex tube graft¿ was implanted on (B)(6) 2000.